Event description:
In 2009, the device was implanted via l-p shunt at 120mmh2o. Two weeks later, it was found that the ventricles of the pt's brain became too large and the doctor changed the pressure to 90mmh2o. It was found that the valve turn over. The following month, it was found that the pressure of the valve changed automatically from 0mmh2o to 30mmh2o. The ventricles of the pt's brain became too large. The dr changed the pressure to 40mmh2o. Two weeks later, it was found that the pressure of the valve changed automatically from 0mmh2o to 30mmh2o. The dr changed the pressure to 40mmh2o. The following month, the device was replaced by another device via l-p.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The valve was visually inspected and it was found that the silicone housing was cut/torn. It is not clear if this occurred during the explant of the device. The valve was tested for programming and failed. It was not possible to irrigate the valve due to the tear in the silicone housing. The valve was dismantled and inspected. It was found that biological debris was found on the spring, the cam mechanism and on the base plate. This was the apparent reason for the failure of the device. A review of the device records confirmed the valve conformed to the specs when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.